Event description:
On march, 25th 2025, fujifilm healthcare americas corporation was informed of an event involving ts-13101 via medwatch report, mw5167671, from FDA. It was reported that the distal end balloon of fujifilm ts-13101 overtube were found split on multiple occasions. Due to the unknown patient impact and adverse impact during the procedure, this report is being submitted in abundance of caution.

Manufacturer narrative:
Ref comp # (B)(4). Ref medwatch report # mw5167671.